Event description:
The patient reported discomfort at the pocket site and charging issues between the implant and the external equipment. During the pocket revision procedure, the surgeon decided to replace the implant. The patient was implanted with a new advanced bionics cord stimulator.